Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine and bupivacaine. It was reported that the patient was at the pain clinic and their pump was adjusted. The patient stated that it took 9-10 minutes to get a bolus. The patient stated that this had been going on for a year, which they thought was normal until their healthcare provider (hcp) advised to call patient services. Patient services walked the patient through clearing data on the handset. The patient verified that he was able to connect to the pump much faster. The patient called later on (B)(6) 2025 and needed to get steps for clearing data and wanted to make sure he cleared the data correctly. Patient services assisted the patient with clearing the data and provided the instructions. Patient services reviewed device function. It was noted that the patient bolused 2-3 times per day.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.